Event description:
The complaint describes an new end-user who performed intermittent catheterization with three luja coudé catheters that he received as samples from an hcp office. The end-user had been performing intermittent catheterizations for 4 days. During the second catheterization he experienced a ¿little blood¿ at the tip of the catheter and had received training in the procedure. During the third catheterization he was unable to complete the catheterization (no drainage of urine), and experienced ¿a lot¿ of blood from the catheter, visible both on the catheter and in the urine. The bleeding continued after removal of the catheter. He then went to the ER, were they observed blot clots in his bladder and the ER staff washed out his bladder and placed a foley catheter. The end-user was in the hospital for 2 days. No other harm than bleeding is mentioned. He still has a foley catheter and have a follow-up appointment in a few weeks. The end-user stated that he does not think that the catheters were defect, and he followed the instruction in the IFU. He thinks that he was a little too enthusiastic and went too fast catheterizing, and that is how he injured himself. He stated that he forced the catheter into the urethra/bladder. The end-user did not suffer from benign prostate hyperplasia (bph). No additional information required.